Manufacturer narrative:
The device operated as intended. Upon powering up, the device defaults to 37 degrees celsius. The user must set the temperature from 37 degrees to another desired temperature and set the device's operating mode to manual or auto. The device's display panel indicates the selected mode (manual or auto) by a lighted led. The operator's manual in section 3-4 indicates to turn the unit off when the patient's temperature is .5 +/- 1 degree above the desired temperature to avoid complications associated with the temperature drift. The operators manual also describes "in capital bold" how to change from manual to auto mode. The customer will be notified the operators manual details on (B)(6) 2010. The instructions (operators manual) provided with the device were reviewed by the csz medical staff and found to be adequate. We will further review operators manual in its entirety and if necessary, make corrections.

Event description:
A medwatch report was received on (B)(6) 2010 which stated that this blanketrol 222r was being used on an infant receiving hypothermia therapy to minimize brain injury. Infant noted to have a core temperature of less than the expected 33.5 c. Infant was assessed. Cooling blanket was assessed and found to be set at 5 c manual. It had not been switched to 33.5 c automatic. Infants core temperature dropped to 30 c. She was rewarmed after blanket was reset to 33.5 x automatic. Infants heart rate decreased to 69 bpm, no dysrhythmias were noted. While reviewing instruction manual for setup instructions, it was noted that the need to switch from 5 c manual to 33.5 automatic was not written clearly. (B)(4).